Event description:
It was reported that during an attempted implant, the lead was fine when connected to the analyzer but when it was connected to device there was no capture or sensing, and high impedance. Lead was disconnected and checked through analyzer with good numbers. The physician checked set screw and reconnected lead to device but again no capture or sensing. The device was removed and replaced with a new device and it worked fine with the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was return, analyzed, and no anomalies were found.